Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) is close to elective replacement indicator (eri) earlier than expected. At a later date, this device was repalced. At that time the patient was complaining of discomfort around the device incisional site.